Event description:
Customer reported via phone call that they received a failed battery alarm. The blood glucose reading is 94 mg/dl. Customer states that they also received a blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.